Event description:
The user facility reported a 50-year-old male patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that during peel-away sheath removal, cp was inadvertently pulled back into the aorta, and it could not be re-advanced into proper position. Next, the team wired the re-access port and removed the pump over the wire, followed by insertion of a new 14 french peel-away sheath. In the process of inserting a new sheath, the sterile integrity of the impella was compromised and had to be discarded. The team then opened a new cp to be inserted in the existing access. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported positioning issue and product damage has been completed. Pump was not returned for investigation. The cause of the positioning issue was use related since pump was accidentally pulled back while removing peel-away sheath. As per the clinical details, sterile integrity of the impella was compromised in the process of inserting a new sheath. The cause of the sterile sleeve damage issue was most likely use related. F6/f8 should have been left blank in the initial report.